Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device is not available to the manufacturer.

Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.